Manufacturer narrative:
Product was not returned for evaluation and lot number was not provided. A review of historical complaint records dating back five (5) years revealed that there have no other reports of adverse events related to this issue.

Event description:
Breg received a report from a patient alleging that the brace "locked out' causing her foot to roll over and that she suffered a fracture. No additional information available or medical confirmation of injury or current patient status.